Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d9, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined the likely cause of the problem was that the user connected the device without drying the electrical contact part of the video connector sufficiently, or that an electrical contact failure occurred because the user received the video connector and cleaned it. This makes it impossible to perform stable communication between the scope and the video processor. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The clinical coordinator at the user facility reported, that during the middle of a diagnostic procedure the evis exera iii xenon light source reportedly was "giving an error message, b30" with multiple 190 series endoscopes and two light sources. There was no delay as the intended procedure was completed with the same light source. A 180 series scope was used with the light source as the b30 error was only appearing with the 190 series scopes. No additional errors or issues were found and no patient injury or harm was associated with this device. The customer noted multiple scopes were sent out for inspection when the error comes up but it is not the scopes. This report is for the second of two light sources.

Manufacturer narrative:
.The device was purchased on (B)(6), 2015 and was last serviced via repair on (B)(6) 2020 to replace a defective scope socket. The referenced light source was not returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified diagnostic procedure, the evis exera iii xenon light source reportedly was "giving an error message, b30" with multiple 190 series endoscopes. The customer noted multiple scopes were sent out for inspection when the error comes up but it is not the scopes. No patient injury or harm was reported. This report is for 2 of 2 light sources.